Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports (same incident, different product ids, different product problems). This is in regards to the cusa nosecone. It was reported that there was loss of suction and cutting power. The suction port does not align with the black dot on the handpiece body. The nosecone had to be turned past the black dots alignment to seal for priming to complete. There were two small cracks near nosecone. The problem happened during the procedure and the procedure was cancelled and rescheduled. Additional information has been requested. Linked to MFR report 3006697299-2014-00119.